Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an inspection on the digestive tract, the subject device was used. A malfunction occurred during the procedure. The device tore the tissue. The doctor replaced it with a spare one and competed the procedure. No patient¿s injury was reported. On (B)(4) 2017, it was found that two devices were used and the same event occurred as additional information from the facility. No further information was obtained. This report is about the second of the two devices reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned, but the same lot devices of the subject device were returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Also, there were no irregularities with the same lot devices which were returned. Based on the similar cases in the past, the event could have occurred due to one of the following reasons: the user pulled the target tissue without firmly grasping it due to the influence such as the contact angle or the pressing force of the cup to the tissue. The user grasped and collected a large tissue. It was a procedural accident caused by the condition of the patient. The instruction manual of the device has already warned as follows: do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.